Manufacturer narrative:
It is unclear whether the jada malfunctioned based on the information that is available at this time, but out of an abundance of caution and because we cannot rule it out at this time, we are reporting this event due to the 30-day reporting deadline. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The patient delivered twins via c-section. After delivery of the placenta the patient was administered a prophylactic dose of methergine due to her increased risk of postpartum hemorrhage. Patient was stable and transferred to the post anesthesia care unit (pacu). While in the pacu the patient began bleeding heavily and was transferred back to the operating room. The physician performed a manual sweep of the uterus and returned approximately 1000 ml of blood and clots. Jada was placed successfully with 120 ml of fluid in the cervical seal and connected to the neptune vacuum source. Jada treatment was initiated successfully at an estimated blood loss of 2000 ml with return of uterine tone noted immediately and a small amount of blood noted in the suction tubing. After 30 minutes the patient was transferred back to the pacu (suction tubing was clamped with a hemostat during transfer) and reattached to regulated wall suction. Atony returned and bleeding was observed between the patient's legs and her vagina. The physician verified the position of jada and wall suction was assessed. After continued bleeding the suction tubing was attached to the neptune vacuum at 90mmhg. An increased amount of bleeding continued into the suction tubing and suction cannister. At this point ebl was noted to be at approximately 4000 ml and the patient was going into disseminated intravascular coagulation. Patient was taken back to the or for a hysterectomy. When jada was removed a baseball sized clot was noted at the top of the jada intrauterine loop. After hysterectomy the patient's ebl was noted to be at 5000 ml. The patient was transferred to the ICU and recovered. Patient was discharged home with no physical or mental deficits. Pathology report of the uterus was normal with no retained placenta.